Event description:
A customer reported that a sensor error message was received with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced a loss of consciousness and received unspecified assistance from a non-healthcare professional. The customer was than seen at a hospital where they were diagnosed with hyperglycemia but there was no treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced a loss of consciousness and received unspecified assistance from a non-healthcare professional. The customer was than seen at a hospital where they were diagnosed with hyperglycemia but there was no treatment was reported. There was no report of death or permanent injury associated with this event.